Manufacturer narrative:
Pending results of device analysis and follow up information. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a prometra ii pump with a volume discrepancy. After a refill appointment, the patient experienced a lack of pain relief. The next day, the patient was admitted to the hospital for lack of pain relief. Days later, cs inquired the patient's pump at the hospital and did not observe any error codes. The patient was discharged from the hospital, but was admitted to a different hospital later in the week. A cap study was performed on the patient's system, confirming that their catheter was patent. A volume discrepancy was observed; expected: 17mls, aspirated: 0mls. The patient's pain managing physician believed that the pump malfunctioned, and pump was explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the device did not find any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. Internal complaint number: complaint (B)(4).